Manufacturer narrative:
H3: the actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, no leaks were observed. Due to the nature of the provided samples no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy prismaflex m100 set an external blood leak was observed from the upper dialysis fluid port. The volume of blood that leaked was "less than 5ml". There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.